Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 71 year old female patient was implanted with an impella cp for mechanical circulatory support. The patient was transferred to (B)(6) hospital where the patient coded and return of spontaneous circulation was obtained. The patient was intubated and brought to the cardiovascular lab. While on support, the patient had severe calcified bilateral iliac disease at the bifurcation that precluded placement of the pump. The patient arrested again and return of spontaneous circulation was obtained. Due to the instability of the patient and patient anatomy, the procedure was aborted and the pump removed. The patient was escalated to a venoarterial extracorporeal membrane oxygenation (va ECMO).